Event description:
A gore tag thoracic endoprosthesis was implanted in a pt with a thoracic aortic aneurysm. Within 24 hours following implant of the device, the pt presented with mid-scapula pain. A retrograde aortic dissection at the level of the proximal end of the device to the ascending aorta was detected. While the pt was prepared for open surgery to repair the dissection, pt expired.